Manufacturer narrative:
(B)(4). Customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a weil x2 procedure, the twist-off screws fractured prematurely. No pieces fell into patient and had to be retrieved. The rep also believes that the measuring guide needs to be recessed as you cannot see the etchings. No further information has been provided.